Event description:
A customer contacted beckman coulter (bec) reporting that less than 10 mls of fluid had leaked from an unknown source of the coulter lh 750 hematology analyzer. The leak was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat without face protection at the time of the incident. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to the reported event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse observed that the triple transducer module (ttm) differential waste chamber (vc13) and the vacuum chamber (vc16) were overflowing due to a malfunctioning check valve. The fse replaced the check valve to the vacuum chamber vent line resolving the leak. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).